Event description:
On 6/10/2025, an arthrex subsidiary employee reported via email that following the use of the ar-8862ds pars suturetape implant system to repair an achilles tendon rupture, three sutures ruptured during a dorsiflexion test intended to confirm the integrity of the repair. The procedure was successfully completed using the ar-7500 system. There was no harm to the patient. This was discovered during a procedure on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device likely cause by damage to the sutures during insertion.